Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The insertion tube is bent in multiple locations and deformed at the proximal end next to the handle. The nosecone is missing from the handle. The cleat is fully extended. A functional evaluation showed the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, one (1) q-fix 1.8 mini suture anchor was pulled out when surgeon was trying to test the tension of the anchor. The procedure was resumed, without any delay, using a s+n back-up device in an additionally drilled bone hole. There was a void left in the patient. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The insertion tube is bent in multiple locations and deformed at the proximal end next to the handle. The nosecone is missing from the handle. The cleat is fully extended. A functional evaluation showed the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on the investigation, it was determined that the condition of the device upon return is consistent with expected outcomes when used as intended. When the device is operated according to the instructions for use, with the cleat fully extended and the ratchet mechanism locked. It does not indicate any malfunction. The IFU states: ¿rotate the activation knob clockwise on the proximal end of the implant inserter to deploy the implant. Rotate the knob until a hard stop is reached and the suture cleat is exposed at the proximal end of the inserter,¿ confirming that the observed condition after use is normal. Therefore, no corrective action is indicated.